Manufacturer narrative:
The investigation also confirmed that the cutting wire was broken at the coating portion and the broken section was melted and burned. Approximately coating was missing for 6.5mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused a spark and the part of the cutting wire became extremely hot, resulting in breakage. The coating and cutting wire came off because of the user handler after the cutting wire was broke. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical sys corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the doctor noticed that the plastic coating on the cutting wire was partially missing after the cutting wire broke and he removed it from the pt. He couldn't find the loss plastic coating. Then he thought that the plastic coating could be egested naturally even if it was in the pt and decided to monitor the pt. The pt had been hospitalized for some time and he was in a hospital. There was no report of pt injury regarding this report.